Event description:
It was reported that before an unknown procedure, after closing the jaws of the ec60 devices, both were stuck for firing. In the progress of firing tcr55, the knife was stuck to proceed forward. There was no patient consequence.

Manufacturer narrative:
(B)(4). Shroud separation, release button post. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Both was used on sleeve on stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st firing. If echelon, during which stroke did the event occur? 1st stroke. What color cartridge was being used? Blue was used. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. The surgeon has been using our devise for 3 years now. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Had to press manual release button to open. Was there any difficulty removing the device from the tissue? Unknown. Is there any other additional information you would like to share about this device or procedure? Sleeve on gastric procedure at sch was well know procedure for more than 3 years. The analysis results found that device (a) was returned with the jaws in the open position, with the handles separated and with no cartridge reload loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button posts were noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button and in extreme cases, the shroud to open. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results showed that device (b) was returned with no visual non-conformances and with a fully loaded with staples reload. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the device closed and opened as intended without any anomalies noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g5yy3v (mfg date: 04/23/2010; exp date 03/23/2015) (B)(4).